Event description:
It was further reported that the patient was admitted to the hospital for pneumonia and shortness of breath. The ra undersensing and vt/svt were unable to be confirmed. It was noted that the patient symptoms were not related to the ra lead function.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced possible ventricular tachycardia (vt)/supra ventricular tachycardia (svt).  The right atrial (ra) lead appeared to exhibit possible undersensing causing inappropriate atrial pacing.  The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 419488 lead implanted: (B)(6) 2014; 407658 lead implanted: 29-feb-2012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.